Manufacturer narrative:
Concomitant medical products: product ID: 1258t lead, implanted (B)(6) 2012; product ID: 5076 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in pacing threshold. It was noted that the device is programmed to pace only in the left ventricular; therefore, no action regarding the rv lead is planned. The rv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.